Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, insulation abrasion was observed on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The rv lead was unable to be replaced due to the anatomy of the patient. The patient was in stable condition.